Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia). The lead demonstrated high and low impedance values, counts to the sensing integrity counter (sic) and noise. A lead fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.